Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse bandaged and provided care for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.